Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reported he was unable to reload the calibration data to the generator and the customer requested a bid for services. No conclusion can be drawn as repair information is unavailable and no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system needs a battery for the central processing unit and a filament and collimator calibration. No patient injury was reported.